Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1jg0h, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since implant, patient goes to the bathroom a lot and had no control. Patient stated that they leak out when they stand up, further stating that they had to change pull ups 7 times. It was noted that patient had no access to a patient programmer (pp), because they were not given a pp. Patient was redirected to follow up with health care professional (hcp). Patient noted that they had an appointment on (B)(6) 2017. No further patient complications were reported/ anticipated as a result of this event. Additional information was received on (B)(6) 2017 from the patient. It was reported that patient was urinating on themselves. They had increased stim from 1.6 to 1.8 on the day of report. The event occurred since implant. Additional information was received from the patient on (B)(6) 2017 reported that the device was not working right/ had not done them any good. Patient clarified that they still had to buy pads and pull ups, and if they sat for too long and stood up, it just run out and down their legs. Patient stated they were currently on program 2 at 7 . Patient stated if they increased the stimulation higher, it felt like a tampon pushed in them half way and it hurt. It was noted that patient had the ability to change programs and /or adjust stimulation and it was recommended for the patient to consider increasing amplitude/ changing programs if medically appropriate. Patient was advised to review any directions previously provided by the health care professional (hcp). Patient stated they were not sure what adjustments their hcp would want them to do so patient would him first. Patient was redirected to hcp to discuss symptoms and programming. No further patient complications were reported/ anticipated as a result of this event. It was later reported on (B)(6) 2018 patient felt the device has never helped her with her bladder symptom since started this implant and has been no good. The patient reported something was wrong with it so they replaced it with the current device. The patient was unclear what was wrong with the device and indicated to contact the doctor for clarification. The patient also mentioned it was something about the wires breaking but she had no further information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.